Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 443 mg/dl at the time of the incident. The customer was at 268 mg/dl at the time of the call. The caller stated they live near a big electrical pylon. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The caller reported a drive count/ time values or changes incorrect for moving or coasting (too slow or too fast) alarm. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.